Event description:
It was reported that when the patient presented to the emergency room after receiving several inappropriate shocks, the device was found to be in back-up vvi mode. A magnet was used to stop the therapy. Subsequently the device was explanted and replaced. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that the inappropriate shocks were for atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No conclusion code available. Evaluation description included. The reported reset was confirmed in the laboratory and was due to multiple high voltage charges within a short period of time.